Event description:
It was reported that the device was in back-up mode. A software download successfully restored the device to nomimal settings. Interrogation of the device revealed an eri message but the measured battery data was 2.55 v. After changing the output settings, the measured battery data was 2.63 v, 10 ua, 9.6 kohms. The device was subsequently replaced.